Manufacturer narrative:
Patient weight not made available from the site. Return requested for navlock lumbar probe. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Event description:
A site representative reported that, while in a spine procedure, using a lumbar probe navigation spine instrument, the tip was broken. Thirty millimeters of the probe tip broke in the patient spine pedicle. The surgeon was successful in taking the fragment out by using a drill to widen the area around the top part of the broken tip and using forceps to retrieve the fragment. A 8.5 millimeter diameter than a 7.5 inserted to cover the wider canal. The surgeon continued the procedure and completed with the use of navigation. There were no further issues, the navigation system performed well. Delay in therapy was 30 minutes.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer a cross-functional engineering team reviewed the event to determine a probable cause. Further review of the instrument history determined the probable root cause occurs during spinal procedures when the lumbar and/or thoracic probes are subjected to off axis mechanical forces which cause the probe tip first to bend and finally break off. Since the part was not returned for evaluation, the true root cause was unable to be determined. There was no new safety hazard or significant trend identified. Based on this investigation, no additional action was recommended. A medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon reported that the patient had high bmi. The specific patient weight was refused to be provided by the surgeon.